Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. Due to the customer not providing the lot number of the component returned, there is not documentation to review the history of the process.

Event description:
It was reported that during the pre-use check, the breathing bag was found partially torn. No patient injury.